Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received an inaccurate fill estimates. Cold insulin had been used. The customer blood glucose levels were not impacted. Customer also received a minimum fill notification. Customer to revert to insulin pen as backup therapy.